Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the screw stayed trapped within the tube. It was impossible to retrieve it. The surgery was completed successfully by using another screw. The procedure was delayed for three (3) minutes due to the reported event. There was no patient consequence. This report is for one (1) 2.4mm cortex screw slf-tpng with t8 stardrive recess 14mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: part: 201.764ts lot: 6l21157 manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: september 17, 2019 expiry date: september 01, 2024 non-sterile part: part: 201.764 lot: 3:88178 manufacturing site: werk mezzovico release to warehouse date: march 16, 2019 a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Visual inspection: the cortscr ø2.4 self-tap l14 sst was received at us customer quality (cq). Visual inspection of the complaint device showed no damage was observed on the package or device. Outer seal of the packaging was broken indicating the device was open before sending out for investigation. No other issues were observed with the complaint device. Functional test: a functional assessment was performed on the complaint device. The sterile tube was opened in accordance with sterile tube user guide. The device was able open without any issue. Dimensional inspection: a dimensional inspection was not performed on the device since it was not relevant to complaint condition document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -cortex screw d2.4, *l self tapping -sterile tube user guide no design issues or discrepancies were identified. Investigation conclusion: this complaint was not confirmed as no issues were observed with the complaint device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9 g1

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.